Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm5 13.2 implantable collamer lens, -07.00 diopter, and the lens tore during injection into the eye. The lens was removed with no apparent injury and was exchanged for a shorter lens.

Manufacturer narrative:
The patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned dry in a lens case/vial with clear surgical reside/debris on product. Visual inspection found the haptic broken and foreign material on lens surface (fibers). (B)(4). Work order search: no similar complaint was reported for units within the same lot. This case is an adverse event not a product problem. The correct report source is distributor not user facility. (B)(4).